Event description:
The mother of a 7-day trial patient contacted dexcom technical support on (B)(6) 2014 and claimed on (B)(6) 2014 the patient experienced no audible alerts. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.